Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer and internal tests during pre-use check. There was no patient involvement. The customer had problems with the expiratory valve test and the alarming buzzer. The expiratory channel printed circuit board (pcb) was replaced but did not solve the expiratory valve test problem. Then the monitoring pcb was replaced which resolved the problems. The customer had trained personal who did the repair themselves. No part was returned for investigation. The evaluation of received device logs shows that the pressure transducer test failure began to appear on (B)(6) 2021. The date of event will be adjusted accordingly. The failed monitor safety valve test indicates primarily a problem with the expiratory channel pcb. The generated monitor audio test error may indicate a problem with the monitoring pcb. A fault condition that leads to a pre-use check expiratory valve test failure may during ventilation lead to insufficient ventilation or high pressure. An audio buzzer error won't affect ventilation. The conclusion is that both the expiratory channel and monitoring pcbs were replaced by the customer which resolved the problem. As no part was returned for investigation, the root cause could not be determined. H3 other text : 4114.

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer tests during pre-use check there was no patient involvement. Manufacturer's ref. #: (B)(4).